Event description:
It was reported that the revision driver draw rod tip broke off while trying to remove a bone screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual examination revealed a likely mode of torsional overload causing fracture. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the likely root cause of the instrument fracture is a result of over tightening of the draw rod into the implanted screws, based on the examination of the returned device.

Event description:
It was reported that the revision driver draw rod tip broke off while trying to remove a bone screw.